Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients lead had migrated. Surgical intervention was undertaken on (B)(6) 2025 wherein the existing lead was explanted, and it was discovered the ipg site was infected. As a result, the ipg was also explanted, and the patient was administered oral antibiotics.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.